Event description:
The customer reported being hospitalized due to unexplained high blood glucose of 427mg/dl, and he was treated with manual injections. Troubleshooting was performed. The time and date were incorrect. Assisted the caller to correct them. The basal and bolus wizard on the insulin pump were correct. Run a manual prime test and the insulin did exit. Instructed the customer to remove the cannula, and it was bent. Recommended the customer to change the entire infusion set and reservoir. The caller mentioned having scar tissue in the areas where he inserts the infusion set. Suggested the customer to speak his doctor about the rotation of the infusion set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.